Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a backup battery fault was seen on the patient's history. Log file review showed a strange behavior of the system controller, when the patient changed power source (in a correct way), the backup battery started to be used, and right away an alarm of the backup battery fault arose, which lasted 3 seconds and disappeared. The system controller was exchanged, which resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files. Additionally, the reported event was reproduced during testing. The returned system controller, serial number: (B)(6), event log files were reviewed, and data spanned 10 days from 07:56:47 on 12apr2025 to 13:29:32 on 22apr2025. Throughout the log file, intermittent backup battery fault alarms were active when the black power cable was disconnected due to the backup battery being used while the bus voltage was capable of charging the backup battery. These alarms resolved as the black power cable was reconnected. At 13:12:50 on 22apr2025, the backup battery was briefly uninstalled. At 13:28:35 on 22apr2025, the driveline was disconnected for a system controller exchange, and the system controller was shut down at 13:29:32. There were no other remarkable events or alarms within the log file. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was inspected and, upon removing the backup battery, serial number: (B)(6) the lcs_wht pin (pin 11) was bent. This pin corresponds to the lcs_wht signal, which is responsible for the battery¿s connection to the white power cable. The controller was then connected to a mock circulatory loop and tested. The controller was able to successfully operate the pump; however, when disconnecting the black power cable, the backup battery fault alarm was reproduced. The bent pin was put back to its intended position, and the controller was reconnected to a mock circulatory loop for an extended duration with no alarms arising. The controller passed all functional testing after fixing the bent pin. Additional information provided stated that exchanging the system controller resolved the issue. The cause of the backup battery fault alarms was found to be due to a bent lcs_wht pin on the backup battery of the returned system controller. The root cause of this damage could not be determined during this analysis. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) and the heartmate 3 patient handbook (rev. G) are currently available. The heartmate 3 lvas IFU handbook (rev. G) section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook (rev. G) section 2 entitled ¿how your heart pump works¿ instruct users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. This section also describes how to replace the system controller backup battery. Heartmate 3 lvas IFU (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.